Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable pacemaker exhibited out-of-range (oor) atrial intrinsic amplitude measurement of 0.5mv (milli-volts) with occasional atrial undersensing observed on stored electrogram (egm). Technical services (ts) recommended assessing sensitivity programming at next in-clinic review. This device remains in service and no adverse patient effects were reported.